Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to gather additional information were unsuccessful. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The company was informed that the recipient experienced wound dehiscence, infection, and device extrusion at the implant site. The recipient's device was explanted. Reimplantation surgery will be considered at a later date.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Due diligence attempts to gather additional information were unsuccessful. No additional details pertaining to the recipient's status will be provided.